Event description:
Pt was taken to cardiovascular lab for placement of an aicd. The device did not appear to note the pt's atrial fibrillation and failed to defibrillate the pt. Emergency cardiopulmonary bypass was required.